Event description:
Litigation papers allege, the patient suffered debilitating pain, discomfort, and soreness, which in turn negatively affected the patients ability to walk, move, and sleep. The patient was also alleged to have elevated metal ion levels. During her revision surgery, her femoral stem was reported to be loose. Papers also allege tissue explanted during her revision surgery was consistent with alval. Due to complications from her revision surgery, the patient underwent another surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).